Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2005 and (B)(6) 2006 and mesh and sparc sling system were implanted. It is unclear in the complaint on which of these two dates that sparc sling system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006. It was reported that following insertion the patient experienced recurrence, lower back pain, dyspareunia, pain and pressure in the stomach. It was reported that patient underwent mesh revision and cystoscopy with bilateral ureteral stenting due to erosion on (B)(6) 2008.